Event description:
It was reported the patient had nausea after a computed tomography (CT) scan, electrocardiogram (EKG), and endoscopy last tuesday and wednesday. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), product typ lead. (B)(4).